Manufacturer narrative:
Investigation findings: the pump was received for investigation and during testing of the unit, no faults were found; the device operated within specifications.

Event description:
It was reported that during use of this pump in a knee arthroscopy, the pump was unable to regulate the pressure. It was reported that the joint was distended more than expected. The pump and tubing were switched out, the procedure was completed without injury and the patient was discharged home. Following discharge, it was reported that the patient required an aspiration of the left knee at the doctor's follow-up appointment on the 5th post-operative day. Following this procedure, it was reported that the patient is doing fine.